Event description:
Patient presented to the physician with ear pain coinciding when manually increasing the stimulation. Physician brought the patient into the operating room and replaced the ipg and sensing lead.